Manufacturer narrative:
The incident device anticipated to return. Follow up will be provided within 30 days or upon completion of investigation.

Event description:
Laparoscopic hernia cicatricialis - "during the insertion of the mesh (sepra mesh 15,2cm x 20,3cm) through the universal seal into the abdominal cavity, the seal broke down and was staying around the mesh. The dr rolled up the mesh and put it in the trocar without a clamp as far as he could. Then he threw the mesh into the cavity with a clamp and then they saw that the instrument seal was broken around the mesh and a piece of the double duck seal was coming off and fell between the bowels. They have looked for more than 30 minutes to find it back." "Patient is well."